Manufacturer narrative:
The device was reported as discarded. The lot number was not reported. Therefore, the expiration and manufacturing dates are unavailable.

Event description:
It was reported that the device leaked 2-3 drops of doxorubicin, from an unknown manufacturer. There was no harm to the patient reported. No additional information is available.